Event description:
The caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level reported. The customer followed instructions provided by technical support to reset the pump, after which the cgm error did not recur, and the customer successfully started a new sensor session.